Manufacturer narrative:
Review of customer instrument images: review crrid results shows negative reactions with all cells with the exception of an equivocal reaction with cell 14. Only cells 8 and 14 are k positive. Cell 8 is heterozygous for k and appears negative with unusual fuzzy button. Cell 14 is homozygous for k and was given an equivocal interpretation. This reaction also appears to have an unusual fuzzy button. The positive and negative control wells appear as expected. The reactivity of the k antigen was confirmed on retention crrid, lot id118. A service call was made. No mechanical issues were found with the instrument. Customer did not return sample or product for testing. Nature of the sample cannot be ruled out as contributing to the event.

Event description:
Customer reported unexpected negative reaction on the echo when testing sample with capture-r ready ID (crrid). No transfusion reactions have been reported as a result of the negative reactions.